Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a discrepancy of 40 units between the expected and displayed values. There was no adverse impact to the customer¿s blood glucose level. Customer loaded a new cartridge to resolve the issue.